Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged blank display and cosmetic damage on the bottom of the pump found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the battery tube has shifted preventing the battery from making contact. Battery tube was realigned and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label fading, pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads. Blank display due to misaligned battery tube. Cosmetic damage at end cap was not confirmed, however, other cosmetic damage was noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.